Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the complaint was not confirmed by failure analysis. Customer reported a complaint of a vision problem accompanied by an error message/fault. Investigation found a camera instrument adapter defect. During friction testing, the adapter did not rotate properly and produced noise, confirming binding. Further inspection after removal identified the endoscope adapter shaft bearing as the source of the friction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 30-degree endoscope had an electrical issue, and the display screen was incorrect. The procedure was completed with no reported injury.